Manufacturer narrative:
Continuation of d10: product ID: 8578, lot# hg7zj2k11, implanted: (B)(6) 2025, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 13-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal fentanyl 20000 mcg/ml at 2200 mcg/24hr via an implantable pump. It was reported that the patient was experiencing withdrawal type symptoms. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Computed tomography (CT) was done and showed fluid in the pocket. Pump was interrogated without any alarms occurring in logs. Pump pocket was opened drained and cleaned. The catheter connector was not secured and leaking. Catheter was then reconnected and dye study was performed to rule out any other leaks. The issue resolved at the time of this report.